Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of low blood glucose over the past week while using the ilet, with one documented overnight low to 65 mg/dl and brief hyperglycemia when meal announcements were missed; the user was concerned about whether the device was suspending insulin appropriately, and data review indicated insulin delivery was being reduced as designed. Symptoms included asymptomatic hypoglycemia without loss of consciousness or other systemic effects. Outcomes included transient hypoglycemia lasting about thirty minutes, self-managed without backup therapy, medical intervention, or ketone testing. Investigation included troubleshooting, user education on consistent meal announcements, and recommendation to increase the cgm low alert to 90 mg/dl to facilitate earlier treatment of downward trends. Investigation of this case revealed user-related factors, specifically missed meal announcements, likely contributed to postprandial hyperglycemia followed by corrective insulin leading to lows, while device functionality appeared consistent with expected behavior. It was concluded that the device operated as intended and that user education and alert adjustments constituted appropriate corrective action. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.